Event description:
It was reported that the pt's pump had not been filled in over a year. The pt was unable to see her doctor since she had no insurance. The following medical condition was also reported: "new butt hold"; no further info was provided. The pt stated that her doctor told her that "something is cracked". The reporter described a critical alarm and wanted to turn off the pump alarm; telemetry had not been performed. It was noted that the pt thinks "it is damaged". Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).